Event description:
The caster wheel is wobbly and has no tread and the bearing is worn.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.